Manufacturer narrative:
Isi has not received the harmonic ace instrument for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, during use of the harmonic ace instrument, a piece of the instrument's blade broke off and fell into the patient. While the broken instrument piece was retrieved and there was no report of any patient harm, recurrence of the reported failure mode could cause or contribute to an adverse event. It is unknown what caused the broken blade issue.

Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, one side of the blade on the harmonic ace instrument broke off and fell inside the patient. The broken blade piece was retrieved from the patient during the same surgical procedure. The planned surgical procedure was completed. There was no report of any patient harm, adverse outcome or injury due to the broken blade issue. On 11-20-2018 intuitive surgical, inc. (Isi) obtained additional information from the site's robotic coordinator regarding the reported event. According to the robotics coordinator, she was present during the procedure. While the surgeon was grasping tissue using the harmonic ace instrument on unspecified tissue, the blade on the harmonic ace instrument broke and a piece fell into the patient. The surgeon was able to retrieve the broken instrument piece laparoscopically with no additional surgical techniques required. The surgeon made the decision to utilize an unspecified instrument to complete the planned surgical procedure. According to the robotics coordinator, the instruments were inspected prior to use and there was no damage noticed at the time that the instrument was inspected. A metal sponge stick was used during the surgical procedure; however, it was not observed at any time during the procedure that the harmonic ace instrument made contact with the sponge stick. The robotics coordinator indicated that it was noted that during the procedure the error message indicating to release pressure was generated. There was no patient harm and there were no post-operative complications experienced by the patient as a result of the reported event.